Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the 6.0 x 15 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) was used, but it was confirmed that it ruptured when it was being deflated before inflation. Therefore, the device was replaced with another unknown different sized device and the procedure was completed. There was no reported patient injury. The lesion was the renal artery which had stenosis. The product was not returned for analysis. A product history record (phr) review of lot 82206035 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon sds burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6.0 x 15 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) was used, but it was confirmed that it ruptured when it was being deflated before inflation. Therefore, the device was replaced with another unknown 1550 different sized device and the procedure was completed. There was no reported patient injury. The lesion was the renal artery which had stenosis. The device will not be returned for analysis because it was discarded due to covid-19.